Event description:
Customer received result of 9.2 mmol/l on the mobile system, and a result of 2.2 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer was able to self-treat her symptoms. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278251, expiration date 12/31/2014). (B)(6).